Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had corroded keypad traces. Unable to perform the functional test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test due to button/keypad anomaly. The insulin pump received with cracked case at display window corner, broken reservoir tube lip and minor scratched/worn display window.

Event description:
Customer reported he was experiencing low blood glucose of 44 mg/dl. He took of the insulin pump and it was lost or stolen. Paramedics were not called. Customer treated with orange juice. Troubleshooting for low blood glucose was not done since customer stated it was his fault he went low. Customer called back and stated he found the device. He has continued his therapy and was fine. No further information reported.